Event description:
It was reported that during a sleeve gastrectomy procedure, the device gave a message to replace the instrument. After a few trials and even with another generator, the surgeon decided to abort the procedure and the patient was awaken. Customer couldn't complete the case without this instrument. One device is being returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: the event and additional information mentions that the generator was changed and the handpiece was checked. But why did the surgeon not use another (B)(4) device or another harmonic device? The event states that during the sleeve gastrectomy procedure is when the errors were received. How far into the procedure did these errors appear? Was the patient prepped? If an open procedure, had the patient been opened? If a lap procedure, were trocars placed? When is the patient scheduled for the new surgery?

Event description:
New information received.

Manufacturer narrative:
(B)(4). Not reportable; based on new information received and that the event does not meet the criteria for a serious injury. Additional information: although his team has proposed him to change the harmonic device, the surgeon didn¿t want to use another one. The errors mentioned on the generator has appeared before to initiate the procedure, just after the tightening of the system. However the failure was not linked to the tightening of the device nor the shelf life of the hand piece. For this intervention, the patient was just been asleep. A new surgery was been scheduled shortly after but we didn¿t know the exact day.